Manufacturer narrative:
Additional information: the lesion was non tortuous, calcified, with 80% stenosis located in the proximal lad. The device was inspected before use, with no issues noted. The device was prepped per IFU, with no issues noted. The lesion was pre-dilated and rotablated. The device did not pass through a previously deployed stent or cell of a stent. Resistance was noted when advancing the device, and excessive force was used. Resistance was noted during withdrawal of the device, and excessive force was used. The procedure was complete using another resolute onyx stent, after more rotablation and vessel preparation was performed. The patient is alive, and no patient complications were reported. Lot number provided. Patient age, weight and sex provided. Event date provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the device was not kinked and re-straightened during use. The physician used a lot of force to maneuver the stent delivery system due to the heavy calcification, which forced the stent to become caught, unravel and dislodge. The stent delivery system was removed. It was later reported that a detachment occurred at the trans shaft and the distal section of the device was missing. The detachment occurred inside the patient. Annex a and annex c codes added correction: annex e code updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device evaluation summary: device returned for evaluation. Detachment occurred at the transition shaft. The distal section of the delivery system did not return for analysis. Numerous kinks were evident along the hypotube. Kinks evident to the transition shaft. At detachment site, material is stretched, and uneven. Core wire is exposed and kinked. Dislodged stent returned on snare and was stretched and deformed. Annex b, annex c, annex d codes added medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a resolute onyx device was being used to treat a lesion. It was reported that the stent dislodged during delivery to/at the lesion. The dislodged stent was removed using a snare.